Manufacturer narrative:
(B)(6). Device manufacture date: unknown, as serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted approximately 2 months earlier, and central lens opacification was reported. The doctor will perform additional testing on the patient before he considers explanting the lens. The doctor mentioned that he used methylcellulose on the case instead of hyaluronic acid during the implant.

Manufacturer narrative:
To date the intraocular lens (iol) remains implanted therefore product testing could not be performed. Photos of the implant were provided and were evaluated. The customer's reported complaint could not be confirmed. Manufacturing records reviews: since the serial number is unknown the manufacturing record evaluation cannot be performed. Labeling review: the directions for use, (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint could not be confirmed. All pertinent information available to abbott medical optics has been submitted.